Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the(inner conductor coil had a break near the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that right ventricular lea was unable to be successfully implanted and replaced due to helix retraction issues. Product analysis revealed the inner coil was fractured. No adverse patient effects.